Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited p-wave over-sensing in a symptom episode and t-wave over-sensing in tachy episodes. No interventions were made at this time. There were no patient consequences reported.